Event description:
The account alleged, if the hi/low function is up, it will run down unintentionally.

Manufacturer narrative:
The account isolated the foot hi/low limit switch and the unintentional movement stopped. The account replaced the logic board to repair the bed.